Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was over 300 mg/dl. The customer stated that the insulin pump kept suspending insulin delivery on its own. During troubleshooting, the customer was unable to get insulin to exit the tubing during a fixed prime. Advised him to remove the reservoir, disconnect and reconnect the reservoir and the infusion set at the tubing connector and to push insulin slowly through the tubing; he reported that insulin did exit the tubing. Insulin also exited during the manual prime process. Advised the customer that the insulin pump was working as designed and explained that the alarm was caused by an infusion set or reservoir occlusion. He noted that this had only started happening after the last infusion set change. He received another no delivery due to an insertion site issue. Advise to change the insertion site. The most recent blood glucose reading was 261 mg/dl. Nothing further reported.